Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1870 was verified. The event log shows error 1310 on (B)(6) 2014 and error 1870 on (B)(6) 2014. Service found the pump would not run and debris lodged in the optical switch. Service will clean the optical switch and replace the rear housing as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump has error code 1870. No reported adverse effects.

Manufacturer narrative:
Additional information received that there was no patient involvement during this event.